Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm; model#: sc-4316 lot #: 17726372 description: next generation anchor kit-sterile.

Event description:
A report was received that the patients anchors were protruding out of the back and were giving intense jolt. There was no skin breakage noted. It was also reported that patients ipg was not taking a charge and the wires made the patients skin warm. The patient will undergo a revision procedure wherein the leads and anchors will be replaced.

Manufacturer narrative:
This is a duplicate issue of MFR report #: 3006630150-2018-00951.

Event description:
A report was received that the patients anchors were protruding out of the back and were giving intense jolt. There was no skin breakage noted. It was also reported that patients ipg was not taking a charge and the wires made the patients skin warm. The patient will undergo a revision procedure wherein the leads and anchors will be replaced.